Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon would fire the device, clip would scissor, then the next clip would not load. If he fired again, then a clip would load. Basically, a clip would only load every other time. It did have a higher force to fire as well. Case completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).